Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing respiratory problems/health issues. There was no report of serious patient harm or injury. The patient reported to have had a lung x-ray with a deviation in the lungs were noted for several years. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report section(s) b1, b2 and h1 was incorrect and it has been corrected in this report to reflect serious injury. Section h6- health impoacted code was inccorect and it has been corrected in this report.